Event description:
Customer reportedly received results of 348 mg/dl and 135 mg/dl within 10 mins on the advantage system. No actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.